Event description:
It was reported that during an unknown procedure, an air leak occurred. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4).